Event description:
Patient called lfs on 9/2/03 alleging their meter would only prompt a retest message while attempting to test. The patient reported that in 2002 pt experienced high blood glucose symptoms before attempting to test. They took 40 mg of their oral medication (does not remember the name of the medicine). Patient went to the hospital an hour and a half later where their blood sugar was tested. The result was 280 mg/dl and their was given water to drink. The issue was not resolved with troubleshooting. No further information has been reported. This case is being reported as a malfunction because the meter did not cause or contribute to the serious injury.